Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the reported thrombosis 1 year post implant could not be determined. Investigation results suggest patient factors not provided may have contributed to the valve thrombosis and possible re-intervention. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
An increase in gradient was observed one-year post sapien 3 valve implant in the aortic position. Thrombus was observed on echo and anti-coagulation therapy was started. No improvement was observed. Possible valve in valve or surgical valve replacement is being evaluated. As reported by our affiliate in (B)(6), a 20mm sapien 3 valve was implanted in the aortic position by the transfemoral approach. The post procedure aortic echo gradient measured 29 mmhg peak and 16 mmhg mean, with no symptoms. Approximately one year post-implant, the patient returned and presented with some fatigue at rest. A new echo was performed with peak aortic gradient of 51 mmhg and a mean gradient of 30 mmhg. The patient was initiated on rivaroxaban but did not tolerated the collateral effects. Next consultation was in same month. The new echo revealed a peak aortic gradient of 64 mmhg and a mean gradient of 30 mmhg. A CT scan revealed leaflets thrombus, and treatment with warfarin was initiated. Approximately, one year and nine months post-implant, and eight months of warfarin treatment completed, a new echo showed a peak aortic gradient of 65 mmhg and a mean gradient of 33 mmhg. It was determined that the warfarin was no effective due to the late thrombus diagnosis. The patient's return visit had been delayed due to the covd-19 pandemic. Moderate mitral stenosis and systolic pressure in pulmonary artery in elevation were also observed. The physician is in conversation with the heart team to define if a new tavi or a savr procedure will be performed.